Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with our procedures. No additional information was provided regarding the patient's status. The valve reported was not explanted.

Event description:
The surgeon implanted an ahmed glaucoma valve in a patient and stated that the valve began overfiltering; draining excessive fluid. Post op iop at day 1 was in single digits. Surgeon had to bring patient back into or to slightly ligate the tube.

Manufacturer narrative:
The following information was provided by the doctor: patient's relevant history: cataract and knee surgery beforehand. No allergies, doesn't smoke or drink at week 1, the doctor gave the patient steroids because he was choroidal. Post operatively, the doctor gave the patient healon, three times over the course of 5 weeks due to shallow anterior chamber. The doctor brought the patient back to the or at 5 weeks to partially ligate the tube, and to drain the suprachoroidal space due to choroidal effusions. The doctor stated that although the patient's hypotony was significant, he does not consider this an adverse event. After 5 weeks post op, the patient was brought back into the or and the patient's iop was at 11 mmhg.

Event description:
The surgeon implanted an ahmed glaucoma valve in a patient and stated that the valve began overfiltering; draining excessive fluid. Post op iop at day 1 was in single digits. Surgeon had to bring patient back into or to slightly ligate the tube.